Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during transsphenoidal cranial, the navigation system went dark during navigation and the screen displayed "no input detected". It was reported that the sound of the fans cycling could be heard. Powering down the system and turning it on and swapping power outlets did not resolve the issue. Site used another medtronic navigation system to complete the procedure. The procedure was completed with the use of navigation. There was a delay of 10 minutes. No known impact on patient outcome.